Event description:
The customer reported a fast stop activated error message. This causes the system to shut down, resulting in a loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue was not duplicated. The generator connections were reseated. The system was tested and found to be working as intended and returned to service.